Event description:
A patient's caretaker reported that the patient was diagnosed with peritonitis. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2022 due to cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin every four days (dose and duration unknown). The pd culture resulted positive for gram positive corynebacterium (species unknown). The patient continued the antibiotics and continued to complete pd therapy utilizing the liberty select cycler during recovery. The pdrn stated the cause of the peritonitis was touch contamination by the patient. The patient is elderly and disconnected self from treatment. In doing so, the patient did not use proper aseptic technique. The patient¿s caretaker is now monitoring the treatments more closely to ensure proper aseptic technique is followed. The patient did not require hospitalization for this event.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
A patient's caretaker reported that the patient was diagnosed with peritonitis. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2022 due to cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin every four days (dose and duration unknown). The pd culture resulted positive for gram positive corynebacterium (species unknown). The patient continued the antibiotics and continued to complete pd therapy utilizing the liberty select cycler during recovery. The pdrn stated the cause of the peritonitis was touch contamination by the patient. The patient is elderly and disconnected self from treatment. In doing so, the patient did not use proper aseptic technique. The patient¿s caretaker is now monitoring the treatments more closely to ensure proper aseptic technique is followed. The patient did not require hospitalization for this event.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The pdrn stated the cause of the peritonitis was touch contamination by the patient when she disconnected herself from treatment with improper aseptic technique. This is supported by the culture result of corynebacterium, a part of the normal skin flora and a pathogen that has been more widely recognized as causing peritonitis. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.